Manufacturer narrative:
Per the distributor, the customer expected to return the fiber for analysis. As of 11/14/2006, no device eval results are available and no conclusion can be drawn regarding root cause of the incident. A follow-up MDR will be submitted if lumenis obtains add'l info.

Event description:
This incident ocurred in association with a holap procedure. Physician reported that he received a third degree burn on the middle of the thumb pad. It was 3 to 4 millimeters wide and long (deep). He has been applying neosporin and had a tetanus shot. He also believes it is in the process of healing. He mentioned that he was not sure if the problem was with the fiber or laser and decided to perform a turp instead. There was no injury to the pt.